Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2012 due to unknown reasons. Additionally, the patient was revised on (B)(6) 2013 due to unknown reasons. The patient was then revised on (B)(6) 2013 due to an unknown reason. During the revision, a custom triflange was implanted. Finally, the patient requires a fourth revision due to an unknown failure of the custom triflange. This revision has not been scheduled to date. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay the fourth revision procedure, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2012 due to unknown reasons. Additionally, the patient was revised on (B)(6) 2013 due to unknown reasons. The patient was then revised on (B)(6) 2013 due to an unknown reason. During the revision, a custom triflange was implanted. Patient underwent a fourth revision on (B)(6) 2014 due to fractured screws from a patient fall. The screws and cup were removed and the cup was reimplanted with new screws.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch and to correct information that was reported in error on a previous medwatch. After review of the information on the complaint, it was discovered that revision dates were incorrectly reported. The reported revision dates of (B)(6) 2012 and (B)(6) 2013 are not dates when the patient was revised. These are dates when the patient matched implant request document was updated. These dates and the products associated with these dates should not have been reported.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2013 and a custom tri-flange was implanted. Subsequently, the patient was revised on (B)(6) 2014 due to fractured screws from a patient fall. The screws and cup were removed and the cup was re-implanted with new screws. An additional revision surgery is indicated; however, an additional revision procedure has not been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2013-05411/05414).